Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-04832. It was reported that the right ventricular lead exhibited high pacing impedance and little to no pacing and sensing. The lead was explanted and replaced. Also, following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was in stable condition.

Manufacturer narrative:
Analysis found that only the distal portion of the lead was returned in one piece measuring 54.5 cm. The reported events of high impedance, failure to sense and failure to capture were not confirmed.failure event observed during analysis. Final analysis found an internal insulation abrasion at 8.2 cm to 9.6 cm from the distal tip breaching the ring electrode cable lumen with one of the etfe cable coating abraded with procedural damage noted to other lumens, etfe cable coating and ptfe liner in the abrasion region, an internal insulation abrasion at 11.2 cm to 12.8 cm breaching the ring electrode cable lumen with an abrasion noted to one of the etfe cable coating and the inner lumen was abraded with no damage noted to the ptfe liner, external insulation abrasions at 37.9 cm to 38.0 cm, 39.9 cm to 40.2 cm and 40.5 cm to 40.8 cm caused by friction to the device can with the insulation abrasion breaching the right ventricle and superior vena cava cable lumens with no damage noted to the etfe cable coating and another external insulation abrasion at 34.9 cm to 35.2 cm caused by friction to the device can breaching the superior vena cava cable lumen with no damage noted to the etfe cable coating.

Manufacturer narrative:
Correction: h10 - the reported events of failure to sense and failure to capture were confirmed. The cause of the reported events of failure to sense and failure to capture was isolated to the exposure of the ring electrode cable conductor at the abrasion region. Previously, it was noted that the failure to sense and failure to capture were not confirmed.